Event description:
It was reported that a patient underwent breast augmentation revision with two 545cc mentor memorygel xtra breast implants. Post-operatively, the patient was diagnosed, in-office, with left breast capsular contracture (baker grade IV), and right breast implant slight bottoming out. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The right breast implant was observed to be upside down during removal. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 26, 2023, mentor received additional information indicating that the patient only underwent left breast implant removal and replacement. The right breast only had surgical intervention, capsulotomy and capsulorrhaphy, to correct the upside down implant and asymmetry. The left implant was replaced with a 545cc mentor memorygel xtra breast implant (catalog: smpx545 lot: 9606500 sn: (B)(6)). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.